Manufacturer narrative:
Concomitant products: 305u223 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead exhibited high thresholds and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.